Manufacturer narrative:
H3/h6: the uninterruptible power supply (ups), lot number: 1910032, wsa returned for analysis. The returned ups was bench tested and was found to not power on when connected to a/c power. The reported issue was confirmed. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during startup of the system, the application desktop was visible. After a few minutes, the system shut down by itself. Afterwards, it was no longer possible to restart the system. During troubleshooting, several wall plugs were tested. The system was not starting. The blue light on the on/off button would flicker. It was noted that it smelled like the system had an electronic short circuit. The biomedical engineer from the hospital opened the front cover and noticed there was smoke coming from the uninterruptable power supply (ups.) There was no patient involvement.

Manufacturer narrative:
Continuation of d10: information references the main component of the system. Other relevant device(s) are: product ID: 9733625, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0719 was coded for the unexpected shut down. A070803 was coded for not being able to restart the system. A1002 was coded for the fumes/smoking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptable power supply (ups) was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.